Event description:
Customer woke up mid-morning and fell onto the floor. Family member called paramedics, they received a blood glucose result of 63mg/dl and the customers device read 175mg/dl. The customer was taken to the hosp and given an IV. They were released 2-3 hours later. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.